Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4, PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review and contained data spanning approximately 2 days (B)(6) 2024 at 02:56:46 to (B)(6) 2024 at 15:37:32 per time stamp). At 02:56:48 on (B)(6) 2024 while the patient is connected to the mpu, a loss of alternating current (ac) power occurs activating a no external power alarm. The no external power alarm clears at 02:57:08 when power is restored to the mpu, at this time the patient also connects the black lead to a 14v li-ion battery. The onset of this no external power alarm is not captured in the log file. The backup battery provided power to the system during the no external power event. There were no other notable events observed in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the mpu would be returning for evaluation, and if the mpu had a v-lock connector; however, no response was received. A root cause for the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (mpu) was unable to be reviewed due to the serial number information of the mpu not being provided. Heartmate 3 instructions for use (IFU) (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review showed loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2024. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lost power. The controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.